Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor and blood glucose readings. The customer's sensor reading was reported to be 140mg/dl, and their sensor reading was 246mg/dl. It was reported that the pump was suspended. It was reported that the customer was receiving multiple calibration errors. Troubleshoot was reported to be conducted. It was reported that the sensor would be replaced and returned for analysis.